Event description:
It was reported that the ventricular lead exhibited noise. Isometrics were unable to reproduce the noise. No intervention or patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
Initial reporter: company representative.